Event description:
The customer reported an external blood leak from the filter after 45 mins of use. When responding to a blood leak alarm, it was found that the filter had leaked to atmosphere from the top at the y. The blood dripped into the dialysate pump and the blood leak detector, activating the blood leak alarm. The blood leak was not detected through the dialysate. There was no pt injury or medical intervention; blood loss was limited to the circuit volume + 5-10 cc.